Event description:
This device was implanted on (B)(6) 2012 and remains implanted at this time. A call from patient services states that patient asked about the longevity of the device as there was interference or noise noted on one of the leads connected to the device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).